Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an operation with the fusion oxygenator, air bubbles were observed in the oxygenator, cardioplegia line, and arterial outlet section. Air bubbles formed inside the oxygenator during the operation, and air passed into the cardioplegia line and arterial outlet section. The bubble sensor activated and stopped the pump. The air removal process was performed, and the system was observed for air formation during recirculation and tubing set closure. The oxygenator was replaced. No patient complications have been reported as a result of this event.